Event description:
It was reported that while a one-link set was being used "the valve disconnected from the extension set." It is unknown whether or not there was patient involvement or patient injury in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.